Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) cardiac procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified that the pebax was broken and bent. Initially, it was reported that a 106 alert code occurred after the catheter was plugged into the carto and before first ablation (out-of-box failure). A second device was used to complete the operation. There was no adverse event reported on patient. The catheter was not used in patient. The force sensor error (106) and out of box failure were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 24-sep-2024, the pebax was observed broken and bent. This was assessed as MDR reportable with an awareness date of 24-sep-2024.

Manufacturer narrative:
The thermocool smarttouch device was returned to johnson and johnson medtech for evaluation. A visual inspection and screening test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed the pebax was broken and bent. A screening test was performed, and the device was recognized and visualized correctly; however negative force vector appeared in the system with high force readings. The device was further analyzed revealing that there was insufficient adhesive in the anchor. A manufacturing record evaluation was performed for the finished device 31323147m number, and no internal action was found during the review. The insufficient adhesive could be related to the force issue reported; therefore, the customer complaint was confirmed. The root cause of the negative force vector and high force readings could be related to manufacturing. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use contain the following recommendations: in order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿ 3 system, prior to use of the force feedback feature. Zero the contact force reading when moving the catheter from one chamber of the heart to another or upon reinsertion. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. This product issue will be addressed through johnson and johnson medtech's quality system. Internal corrective actions are being followed to reduce this failure mode. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the insufficient adhesive in the anchor. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the insufficient adhesive in the anchor. Investigation findings: material and/or chemical problem identified (c06)/ unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the pebax that was observed broken. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the pebax that was observed bent. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the insufficient adhesive in the anchor. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).